Manufacturer narrative:
(B)(4). The results of the investigation confirmed that the distal sheath tubing had been dissected. The sheath/carrier tube assembly had been stretched and torn with a scalloped appearance, starting at the proximal end of the carrier tube manufactured slit; the damage is consistent with the suture having been forcibly pulled through the sheath/carrier tube wall. The tamper tube was returned damaged. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record and the analysis performed. The cause of reported event remains unknown. The angio-seal instructions for use (IFU) instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery the angio-seal device instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the patient. Hemostasis can be achieved by applying manual pressure.

Event description:
While deploying the 6fangio-seal vip device, the carrier tube was advanced into the hemostasis sheath and the first click was heard. When pulling back and the angio-seal, a second click was not heard and the two parts separated about two inches. The device was reinserted into the hemostasis sheath and locked together. The angio-seal anchor was then deployed into the right femoral artery followed by both the sheath and carrier tube being removed. When removing the sheath and tube, no drag was experienced and the tamper tube was not present. A scalpel was used to dissect the carrier tube and hemostasis sheath and the tamper tube was still not present. The patient underwent surgery for removal. The angio-seal device was intact and successfully removed without patient complications.

Event description:
It was reported the tamper tube could not compact the collagen. Tension was held on the suture and the device was attempted to be pulled out of the artery without success. It was decided to surgically remove the device and the anchor was found to be partially exposed from the artery.